Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1(initial reporter facility name: (B)(6).

Manufacturer narrative:
Correction: section h imdrf annex codes to reflect correct investigation findings.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer logged into support mode and used the hardware testing application to check the drawer and pocket. All drawers and pocket lids opened successfully. After restarting the station, the pocket still showed a failure. The field service engineer and escort found about 15 outdated medications in foil packaging and debris inside the drawer. Fse also noticed a spill with residue. The field service engineer cleaned the drawer, removed all medications and debris, and cleaned the spill. After reassembling, all pockets and lids worked in the hardware testing app, but the pocket still failed in the medication application. The field service engineer removed the pocket and restarted the system, but the issue remained. Finally, the field service engineer performed a hard reboot by powering off the station for five minutes. After restarting, the escort was able to unload the medication, and all errors were cleared. The escort then inventoried the drawer with no further issues. The system functioned as intended after the field service engineer repaired the device.